Event description:
The customer reported that he was hospitalized with blood glucose over 600 mg/dl. Prior to the event, the customer's wife stated that the customer had been having unexplained high blood sugars, which was attributed to the customer being a brittle diabetic. The customer's wife stated that she changed the customer's set the morning of the event and that the customer uses a quick-set infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.